Event description:
CT system malfunctioned during needle guided biopsy procedure. Procedure was halted and pt was moved to another room. Procedure was restarted and pt suffered a 5% pneumothorax. (See attached user facility reporting form.)